Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks from the device, in (B)(6) of 2021. A review of the episodes showed diminished r-wave amplitudes and t-wave oversensing. At the time of the event, the device was reprogrammed from the primary sense vector to secondary. Additional information was received. X-rays from implant in 2019 and from 2020 were compared and it appeared the device had rotated in the pocket and caused the electrode to twist. This may have caused the r-wave signals to become smaller. It was also reported that the patient was larger and that x-rays at implant showed a straight electrode position, but at a check one week post-implant, the electrode had an s shape. No adverse patient effects were reported outside of the inappropriate therapy. The device remains implanted and in service.